Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to loosening.

Manufacturer narrative:
The product was not returned and product identification is insufficient to perform a device history review, compatibility check or a complaint review. The device was used for treatment, the surgical notes were not provided, with the very limited information available a definitive root cause for the event could not be determined.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number as the component reported was not a contributing factor to the event. This event will be reported on 0001822565-2016-02281.